Manufacturer narrative:
The customer will be provided with a replacement device. The device has not been returned to stryker for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during maintenance, the device was unable to provide defibrillation therapy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the supp medwatch report indicates stryker evaluated the customer's device and observed that the device did not deliver defibrillation therapy. Stryker product analysis center (pac) further evaluated the customer's device and was unable to duplicate or verify the reported issue. A root cause could not be determined. The device was archived by stryker. Section h10 and/or h11, additional mfg narrative of the supp medwatch report should indicate the field service technician evaluated the customer's device and observed that the device was unable to provide defibrillation therapy. The device was returned to stryker product assessment center (pac). Pac further evaluated the device and was unable to duplicate the reported issue. The root cause of device not delivering therapy could not be determined. The customer was provided with a replacement device. Device archived by stryker maastricht. Section h6,results code of the supp medwatch report indicates mechanical problem section h6,results code of the supp medwatch report should indicate operation problem identified.

Event description:
The customer contacted stryker to report that during maintenance, the device was unable to provide defibrillation therapy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device did not deliver defibrillation therapy. Stryker product analysis center (pac) further evaluated the customer's device and was unable to duplicate or verify the reported issue. A root cause could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that during maintenance, the device was unable to provide defibrillation therapy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.